Event description:
The patient presented with decreased therapeutic benefit or visible signs/symptoms of decreased therapeutic benefit including muscle spasms as well as itching. His legs were tight. X-ray dye study of the catheter revealed the catheter position to be subdural. The patient underwent catheter revision on (B)(6) 2012. Per medical record dated (B)(6) 2012 the patient's tone was "nowhere near as bad as it was but still a little high." The patient was receiving effective therapy. The pump contained baclofen 2,000mcg/ml, 460.4mcg/day.

Event description:
Additional information: it was later reported that the patient experienced increased pain, swelling, redness at surgery site (lumbar site) on back from (B)(6) 2012 pump/catheter revision. The patient's catheter was explanted mid june and the pump explanted mid august. It was further noted that during the scheduled catheter revision in august the patient was found to have an infection with both the pump and catheter removed with a new pump and catheter implanted (B)(6) 2012. The pain at the surgical site was resolved without sequela end of (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product type programmer, physician product ID 8711, serial # (B)(4), implanted: (B)(6) 2001, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).